Manufacturer narrative:
Complete information for section a patient information; patient identifier- multiple = (B)(6) a product correction letter was issued to all architect clinical chemistry customers notifying them to adhere to the labeling instructions listed in the architect operations manual, section 10, to resolve error codes 3580 to 3585 or 5381 before transitioning the architect to the running status. The product correction letter provides guidance on how the customer can ensure the pressure monitoring system is functioning and also recommends following the architect systems operations manual and the assay-specific documentation to ensure all samples and reagents meet described requirements before being placed on the architect. The investigation found that when the pressure monitor board communication on the architect clinical chemistry analyzer is not successfully established during initial instrument boot up, and the following error codes 3580 to 3585 or 5381 are not resolved by the user prior to transitioning the architect to the running status, there is the potential to generate incorrect results as the pressure monitoring system is inactive. The architect system software will be updated in a future version to prevent the architect analyzer from transitioning to the running status when the pressure monitoring system is in an error state.

Event description:
The customer reported falsely decreased sodium on four patients and falsely decreased chloride results on one patient. The results provided were: on 04 may 2017 (B)(6) na = 122 / 135 / 135mmol/l (136-145mmol/l); on 06 may 2017 (B)(6) =125 / 131mmol/l; (B)(6) = 128 / 134mmol/l; (B)(6) = 125 / 137mmol/l; chloride for (B)(6) = 92 / 101 /101mmol/l (98-107mmol/l). During troubleshooting the ict syringe was tightened and the issue did not recur. There was no reported impact to patient management.